Manufacturer narrative:
No stent was placed in the dlad lesion. The event of reocclusion cannot be dissociated from the mlad stents. Concomitant medications included ace inhibitors, beta blocking agents, glyburide, heparin, hmg coa reductase inhibitors, lisinopril, metformin, plavix, and prasugrel. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered coronary artery stenosis approximately 15 months post index procedure. This is a (B)(6) male with medical history including angina, ischemia, family history of coronary artery disease, angina pectoris, hyperlipidemia, hypertension, diabetes (type ii), gerd. The indication for the index procedure was a positive functional study with angina and a positive family history for cad. The patient received the following six cypher stents: a 3.5 x 23mm stent in the proximal rca, a 3.5 x 18mm stent in the proximal lad, a 3.5 x 23mm in the mid lad, a 2.5 x 18mm in the distal lad, a 3.0 x 13mm in the proximal circumflex, and a 3.5 x 28mm in the distal rca. At the 15 month follow-up on (B)(6) 2011, the patient reported having stable angina. At this time, a percutaneous transluminal coronary angioplasty was performed followed by stent placement of the previously treated distal lad. The other implanted stents in the proximal lad, mid lad, proximal cx and rca were patent. The lesion in the distal lad was not within 5mm of the previously treated lesion in the mid lad. Additional information was received through cec adjudication minutes indicated that there were total 7 cypher stents placed at the time of index that was previously reported as 6 stents. First cypher stent was placed in the drca. Second cypher stent was placed in the prca. Third cypher stent was placed in the pcx. Two cypher stents were placed in the mlad which was previously described as one stent was placed in the mlad and one in the dlad. There were two cypher stents placed in the plad that was previously reported as only one stent was placed in the plad. On (B)(6) 2011, repeat angiography revealed 68% intra-stent restenosis in the mlad with a comment of target lesion revascularization. For the lad, cath report noted an ostial 50% stenosis, patent stents and more distally a 50% stenosis. The mid vessel showed a previously deployed stent with a 50% proximal stenosis, 99% mid stenosis, and 75% distal stenosis. The distal vessel appeared normal. The patient had undergone dlad stent placement as reported previously. Previously it was reported that there was only one stent in the dlad and none of the study stents were within 5mm of dlad lesion. But based on this new info, there were two stents in the mlad and two stents in the plad. No stent was placed in the dlad lesion. The event of reocclusion cannot be dissociated from the two mlad stents. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065774 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00293 and 3003742446-2013-00018. Please note that manufacturer report number 3003742446-2011-00293 was submitted previously at the time of initial report.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received the following six cypher stents: a 3.5 x 23mm stent in the proximal rca, a 3.5 x 18mm stent in the proximal lad, a 3.5 x 23mm in the mid lad, a 2.5 x 18mm in the distal lad, a 3.0 x 13mm in the proximal circumflex, and a 3.5 x 28mm in the distal rca. At the 15 month follow-up on (B)(6) 2011, the patient reported having stable angina. At this time, a percutaneous transluminal coronary angioplasty was performed followed by stent placement of the previously treated distal lad. The other implanted stents in the proximal lad, mid lad, proximal cx and rca were patent. The lesion in the distal lad was not within 5mm of the previously treated lesion in the mid lad. Additional information was received through cec adjudication minutes indicated that there were total 7 cypher stents placed at the time of index that was previously reported as 6 stents. First cypher stent was placed in the drca. Second cypher stent was placed in the prca. Third cypher stent was placed in the pcx. Two cypher stents were placed in the mlad which was previously described as one stent was placed in the mlad and one in the dlad. There were two cypher stents placed in the plad that was previously reported as only one stent was placed in the plad. On (B)(6) 2011, repeat angiography revealed 68% intra-stent restenosis in the mlad with a comment of target lesion revascularization. For the lad, cath report noted an ostial 50% stenosis, patent stents and more distally a 50% stenosis. The mid vessel showed a previously deployed stent with a 50% proximal stenosis, 99% mid stenosis, and 75% distal stenosis. The distal vessel appeared normal. The patient had undergone dlad stent placement as reported previously. Previously it was reported that there was only one stent in the dlad and none of the study stents were within 5mm of dlad lesion. But based on this new info, there were two stents in the mlad and two stents in the plad.